Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had functionality issues. It was delivering low voltage. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had functionality issues. It was delivering low voltage. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: initial report: from (B)(6). Internal complaint # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. It was observed that there were cracks just above and beneath the connector port. There were no further visual defects detected. The device was not able to be evaluated for its electrical function according to the service manual - ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The led light was not visible, nor would the device produce any power at all once connected to a reference hemopro 2 device. Based on the results of the evaluation, the reported failure mode "electrical issue" is confirmed, and the analyzed failure "crack" is also confirmed.